Manufacturer narrative:
Ten unopened IV sets from the same lot number were evaluated on 12/08/2016. No leaking was observed for the IV sets tested. The user reported issue was not duplicated. A quality alert has been sent to the contract supplier on 01/10/2017 proactively. Upon receiving the complaint, it was initially determined as not reportable by the manufacturer. During the final review of the complaint file by quality/management, it was determined as MDR reportable on 12/15/2016.

Event description:
The user reported that "I've had to pull a total of 1305 admin sets out of use (a2-80070) because we have had several of the sets (lot 1606002) leak during infusion." Patients were involved but no injury or harm. The leaking came from the greenish port (air vent) just under the spike.